Manufacturer narrative:
Failure code 812:02 in this incident was due to a faulty pump head module. The urgent correction device letter dated 2005. (Attached), addressed failure code 812:02 occurring due to worn gears in the pump head module. Therefore, this occurrence of failure code 812:02 is not related to the recall.

Manufacturer narrative:
Yes, baxter has received similar reports for failure code 812:02 however, a review of the trending information related to failure code 812:02 has revealed a decrease in the number or occurrences related to this failure code.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 02 2007. Evaluation summary: the condition of failure code 812:02 was observed in the event history during product evaluation. This fail code was caused by a faulty pump head module. The pump head module was replaced.

Event description:
The facility returned the device for service. During service, the baxter repair technician noted fail code 812:02 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.